Event description:
The international service technician reported a data acquisition pcb adc reference failure occurred while checking the data acquisition pcb to motor controller pcb cable during preventive maintenance. There was no patient involvement.